Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a hyperglycemia with the blood glucose value of over 400 mg/dl. The current blood glucose value was 288 mg/dl. Troubleshooting was performed. Hyperglycemia was treated with insulin pump. Customer reported that joint started to hurt because of hyperglycemia. The pump was used within the 48 hours for the reported event. Auto mode feature was not active at the time of event. Customer stated that infusion set was leaking. No further patient complications were reported. Product will not be returned for failure analysis.